Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08115; 2017865-2019-08118. It was reported that the system was explanted due to infection.

Event description:
New information noted that the source of the infection was unknown. The physician does not believe the infection was procedure or device related. The patient was stable before, during and after the procedure.